Event description:
It was reported there is a hole in the catheter. The patient came for a chemo treatment and found the catheter leaking. When they pulled it out they found there was a hole. The patient received the chemo treatment through piv instead.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw4363 showed seven other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. Permanent kink impressions were observed between the 30cm marking and at the 30cm marking. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed at the exit site from the molded joint. Microscopic inspection of the leak site revealed two small splits. The splits exhibited granular fracture surfaces. Material buckling was observed in the vicinity of the splits. Adhesive residue was adhered to the catheter shaft in the vicinity of the splits. The observed leakage was caused by the splits; however, the cause of the catheter shaft damage was not identified. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include device manipulation with a traumatic instrument.

Event description:
It was reported there is a hole in the catheter. The patient came for a chemo treatment and found the catheter leaking. When they pulled it out they found there was a hole. The patient received the chemo treatment through piv instead.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported there is a hole in the catheter. The patient came for a chemo treatment and found the catheter leaking. When they pulled it out they found there was a hole. The patient received the chemo treatment through piv instead.